Manufacturer narrative:
The gas delivery engine was received, however it was returned without the protective electrostatic discharge bag therefore an evaluation could not be performed on the component.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the unit fails the o2 calibration with a known good o2 cell. The issue was noted during the extended systems test prior to patient use.